Event description:
Healthcare professional later reported "capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, g2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Patient reported "pain, capsular contracture baker grade unknown, disfigured, neck pain," "looks" deflated and "exchange from textured to smooth due to concern with the product". This record is for the right side. The device remains implanted.